Event description:
It was reported that approximately eighteen years post-implantation, the patient was revised due to disassociation of the head and stem, trunnion fracture, and significant metal related pathology. All components were revised with extension cabling and claw plating system used to secure femur and reduce eto/bone fragments and proximal femur fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the stem, head, and shell. Each have bio material on them, the head and stem show black discoloration. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided. Review identified findings of the reported issues: sixteen years post implantation: (discomfort, from sit to stand, with unable to bear weight, collapsed, found fracture of trunnion & disassociation of trunnion/head ¿ admit to hospital (B)(6) 2022 right tha revision. Ebl 600ml, no complications. Mom with fracture of trunnion, metallosis, atlr, acetabular deficiency anterior & posterior wall proximal femoral deficiency greater trochanter & intertrochanteric region stem ingrown distally fixed. Black fluid drained, metallosis found in hip capsule, debridement performed. Noted ¿deformity¿ of trunnion and metal head found disassociated. Due to well fixed distal stem, eto performed; noted greater trochanter thin with osteolysis and metallosis; extension debridement of soft tissue, bone ¿left thin shell of greater trochanter¿. Femur cabled once stem removed to prevent propagation of fracture; reamed. Well fixed acetabular component removed with minimal bone loss, noted areas of bone deficiencies, debrided extension metallosis; was able to ream and obtain adequate bone contact new cup placed with 2 screws. Trialed and final implants placed, satisfied. Osteotomy reduced distal to proximal; multiple fragment lines and femoral fragments reattached with claw plate and cable system; orif for proximal femur fracture. Xrays taken, ¿stem appears stable & was concentric.¿). A definitive root cause cannot be determined. Event confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.